Manufacturer narrative:
Unit passed displacement test, a21 error test and self test. No unexpected a21 error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump alarmed unexpected restart. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Unexpected alarm did not occur shortly after inserting a new battery. Unexpected alarm was recurred during normal insulin pump use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.